Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm. Blood glucose was 8.0 mmol/l. Customer reported that they had several no delivery alarms during night. Customer reported that patient don't trust the insulin pump anymore and insist on replacement. The insulin pump will be returned for analysis.